Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2008. This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient was experiencing "bumping so hard that it made them sore". The patient was seen for a device check and it was found that there was diaphragmatic pacing from the right ventricular lead. The lead parameters were adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.